Manufacturer narrative:
Customer did not perform fingerstick with meter in the correct mode and touched finger to sample well. These technique issues may contribute to unexpected results. Pt recently began taking amiodarone. Pt's current medication cannot be ruled out as a cause for unexpected results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B)(6) 2013, inratio meter 1.7, reference 3.3, mean 2.50, confidence limits 1.6 - 3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr results from other date were excluded from data analysis because time between tests exceeded three hours. A maximum of three hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of this reported result is appropriate. In-house therapeutic donor testing has been performed on reported lot 310820 on (B)(6) 2013. Results as follows: donor (B)(6): inratio 2.2, 2.2, 2.3; reference 3.00; bias threshold 2.00-4.00; %cv 2.59. Donor (B)(6): inratio 2.9, 2.8, 3.2; reference 2.86; bias threshold 1.86 - 3.86; %cv 7.02. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Several of the data points provided exceeded 3 hour testing window. It is not possible to rule out that the change in value was not due to a change in the pt's status. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. (B)(4) this issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date unk, inratio2 2.2, lab 2.8; date (B)(6) 2013, inratio2 1.7, lab 3.3. Testing was performed two days apart but caller was unable to provide dates. Therapeutic range: 2.5 - 3.5. Pt self tester did not have the meter in the correct mode when finger stick was performed. He also touched his finger to the sample well.